Manufacturer narrative:
Initial.

Event description:
It was reported that a user scanned a new freestyle libre 3 plus sensor, initially did not see the sensor countdown, and experienced a pairing failure that resolved after rescanning, leading to successful activation and warm-up; this was consistent with an intermittent communication failure associated with the sensor's electrical/magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure traced to the device's electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was component failure.